Event description:
The pump was returned to animas. Product analysis evaluated the pump and found evidence of short battery life was observed related to a printed circuit board component failure. This report is made based on evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/10/2013 with the following findings: the pump history was reviewed and found evidence of short battery life. The pump was powered on and electrical current draws were tested and were found to be above normal levels. The pump was opened and a defective component was found on the printed circuit board. The defective component was removed and the electrical current draws returned to specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).